Event description:
It was reported that pump displayed malfunction code malf 16 and could not be reset, with no notable events occurring prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before return, and was informed they would need to re-enter pump settings and reconnect continuous glucose monitor to replacement pump; technical support confirmed pump was under warranty, arranged shipment of replacement pump to confirmed address, and instructed customer to return malfunctioning pump using pre-paid label within 10 days.